Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not perform an analysis in AED mode. They used the device on a manikin with a simulator in AED mode, but the device would not analyze and prompted 'motion detected'. The device would not prompt 'shock advised' or 'no shock advised'. The customer confirmed they were able to use the device normally in manual mode. There was no patient use associated with the reported event.

Manufacturer narrative:
Hysio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer for use. Physio further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to a failure of an integrated circuit (ic) chip, designator u7 on the therapy pcb assembly.